Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported she was experiencing high blood glucose for three days. One day it was 501 mg/dl, treated with shot. Second day it was over 600 mg/dl, boluses and at noon it was 456 mg/dl. Then it lowered to 396 mg/dl. Ate went up to 370 mg/dl. At 8 pm customer was at 359 did not eat and was 475 mg/dl by 11 pm. Today at 5:30 pm husband would not wake up and customer's spouse had to give her juice. Troubleshooting was performed. The drive support cap was flush. Customer was advised to disconnect at quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Customer was unsure if basal rates were correct. High pressure test was performed and device failed twice. Customer was advised to revert to back up plan. No further information reported.